Event description:
On (B)(6), 2010, the lay user/patient's mother contacted lifescan (lfs) alleging a spot was appearing on the patient's onetouch ultra2 meter's display. The medical surveillance specialist (mss) spoke with the reporter on (B)(6), 2010 and obtained the following information. The patient's mother reported that the alleged display issue began on the evening of (B)(6), 2010. The reporter stated that he patient test his blood glucose a minimum of 4x/day and manages his diabetes with humalog insulin (sliding scale) and taking a set dose of levemir insulin at bedtime. As a result of the alleged issue, the reporter confirmed on (B)(6), 2010 at 9:30pm that the patient was unable to test his blood glucose with the subject meter and therefore estimated the amount of humalog insulin to take. Approximately 3 or 4 hours later, the patient woke up feeling shaky and sweaty; symptoms he associated with a low glucose. The patient's mother reported that the patient treated himself by taking glucose tablets and drinking orange juice. The following morning, the reporter claimed that the patient then woke up feeling thirsty. The patient reportedly took a small dose of insulin (amount not known). That afternoon, the reporter claimed the patient was able to test with his father's meter and obtained a result of "375 mg/dl". The reporter stated that he patient took a correctional dose of insulin for the high result. At the time of troubleshooting, the customer care advocate there was no known trauma to the subject meter. A replacement meter was sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.